Event description:
It was reported that during a hand assisted lap nephrectomy procedure, the bottom membrane ripped on the device. Got new device to complete procedure. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.